Event description:
Information received indicates, there is no scale display due to corrosion on the 22-position connector on the retracting frame.

Manufacturer narrative:
The technician replaced the 22-position connector and calibrated the scale to repair the bed.